Event description:
It was reported that via a merlin transmission, the device was found to be in backup vvi mode. An asymptomatic patient was brought into the clinic for further troubleshooting. A device code download was performed and restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.